Event description:
While patient undergoing revision of right total knee replacement a synthes drill bit broke. Broken piece retained in patient bone. Surgeon felt it would be more invasive to remove the retained fragment than to leave in place. It appears bit broke between the "20" and "30" mark on the shaft.